Event description:
The customer reported to philips healthcare that the self test on the heartstart xl could not complete. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u will be submitted upon completion of the investigation.